Event description:
The lay user / patient contacted lifescan (lfs) on (B)(6) 2011, alleging inaccurate readings on his one touch ultra meter. The patient mentioned that he had dropped the meter a few days before, and since then he felt that his meter has been giving him inaccurate readings. The patient mentioned that he first noticed the alleged inaccurate readings on (B)(6) 2011, before 4:30am. The customer care advocate (cca) asked the patient to provide some of the alleged inaccurate readings he had obtained; however, it is unclear whether the readings he provided were done specifically on (B)(6) 2011. The patient provided the following blood glucose readings: 200 mg/dl, 230 mg/dl and 203 mg/dl. The readings were all taken greater than 20 minutes from one another. He felt that the readings were too high for him and claimed that he had seen "ketones" with these readings. Per the owner's booklet the word "ketones" will appear when the blood glucose test result is above 241 mg/dl or reads hi. The owner's booklet also advises that the patient consult with their health care professional about when and how to test for ketones. The patient took his usual dosage of medication (oral medication) after testing and did not seek any further medical attention. The patient mentioned approximately 3 days after obtaining the alleged high readings, he reportedly developed symptoms of slurred speech, and "couldn't think correctly". It is unknown what the patient's blood glucose reading was prior to or at the time of his symptoms, and whether he had tested his blood glucose at the time of symptoms. The patient had taken his usual dosage of medication. The patient confirmed that he did not seek medical attention or treatment due to the alleged symptoms. The meter was set to the correct unit of measurement at the time of testing and the readings were taken from the approved sample site. A quality control test was not done since the patient did not have any control solution. Patient takes "pills" once a day to manage his diabetes and tests his blood glucose 2-3x a day. It is unknown what type of oral medication the patient takes. The products were replaced and requested back for investigation. No further clinical information was provided by the patient. On (B)(6) 2011, the patient's wife contacted lifescan (lfs) to learn how she could return the subject meter to lifescan. She stated that she wanted to return the products because her husband had passed away on (B)(6), 2011. She did not allege that the product had caused or contributed to the patient's death. A medical surveillance specialist (mss) attempted unsuccessfully to contact the wife and sent a letter asking her to contact lfs so that the company can obtain further clinical information about her husband's death. It would have been helpful to know the cause of death as stated on the death certificate and information leading up to the patient's death. In summary, the complaint of inaccurate readings was reported 6 days prior to the death, and there was no report of another issue with the lifescan product after the initial call of (B)(6) 2011 . The patient's wife contacted lfs on (B)(6), inquiring how to return the products. She did not allege that the meter caused or contributed to her husband's death. The complaint is being reported as an adverse event based on the initial call placed by the patient on (B)(6) 2011. The patient claimed that the alleged readings he received were high for him and 3 days later developed symptoms. It is not clear if the patient's symptoms were suggestive of hypoglycemia, hyperglycemia, or of another condition (e.g., a stroke).

Manufacturer narrative:
510 (k) # is k001109. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.